Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reports her device is zapping her in waist and will be sitting in bed doing nothing. Pt states doesn't hurt but its irritating and wondered if something wrong with leads and seems as though something off. Pt states she needs to have her device adjusted and has been asking for a year now. Pt states seeing a new hcp but he only does abbot devices. Pt states ins keeps dying more quickly then it used to. Pt states used to go 5-6 days and now doesn't last as long that has been going on for 6-7 months. Pt states they set low before moving so would last longer. Pt states she currently has the device on. Patient special services (pss) reviewed to turn off if needed. Pss emailed rep as well as directed pt to find an hcp who can manage an device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.